Manufacturer narrative:
The patient's age at time of event or dob, gender, and weight are unknown. This information was not available from the facility. During inflation, the balloon ruptured. Recurrence of this malfunction could result in a prolonged intervention. No patient injury reported. Patient information regarding relevant tests/laboratory data or medical history are unknown. Per FDA request, this MDR is being reported retrospectively. The stellarex device was returned for investigation. Visual inspection found no unusual characteristics of the device. During functional testing, the balloon was attempted to inflate to nominal pressure, but unable due to an occluded lumen. The device was examined under a microscope, and a pinhole tear was noted on the distal end of the balloon. Per the IFU, balloon rupture is listed as a potential complication of the peripheral balloon.

Event description:
During inflation in a calcified lesion, the stellarex balloon burst at 8 psi (5 atm).